Event description:
In 2005, the reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter was set to the incorrect unit of measurement. The pt reported visiting her physician's office due to the blood glucose results she was obtaining. No treatment was necessary due to the blood glucose test performed by the physician. Therefore, there is no indication that the pt experienced injury or medical intervention due to the product. The customer svc agent confirmed that the meter was previously set to the correct unit of measurement and she had not recently changed the unit of measurement. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.